Event description:
Eye shield broke into 4 pieces when pt fell against wall. No pt injury was experienced.

Manufacturer narrative:
The device MFR was notified. Alcon was advised that there is no astm standard for strength testing of the acrylic material used in the MFR of this item, and it is not intended to be "shatterproof". Alcon has received no similar reports. No additional info has been received from the user facility despite request. This report was mailed in to FDA on: 2/7/97.